Event description:
It was reported the pt's leads were repositioned due to the leads being superficial. Surgical intervention resolved the issue. Further device information is unk at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.